Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion with heavy tortuosity in the right coronary artery (rca). The 3.00x12 mm nc trek balloon dilatation catheter (bdc) was attempted to be delivered to the lesion but failed to cross and was removed. There was resistance with the lesion during removal. A non-abbot bdc and a xience skypoint stent were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.